Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the USA during patient treatment. The patient¿s treatment started at 11:30 am without any issues regarding the involved hls-set and cardiohelp device. Four hours later at 03:30 pm all readings from the integrated pressure sensor cable (arterial pressure, venous pressure, internal pressure, delta p, and arterial temperature) stopped reading on the screen and were displayed as dashes. The getinge sales and service unit (ssu) advised the customer to inspect the integrated pressure sensor cable insertion points for corrosion and the hls set integrated pressure sensor port for bent pins and fluid damage. No abnormalities were noticed. The ssu advised the customer to replace the integrated pressure sensor cable with another one from a different cardiohelp, however the issue could not be resolved. Thus, the customer decided to switch the hls set from the current cardiohelp (serial #(B)(6)) device to a new cardiohelp device (serial #90415165). However, the issues could not be resolved. The readings from the integrated pressure sensor cable were still displayed as dashes. The customer confirmed that the patient is stable and decided to continue the patient¿s treatment on the current hls set and cardiohelp device despite not having integrated pressure sensor cable readings. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user and a device replacement took place during the patient¿s treatment a report is required. Complaint ID# (B)(4).